Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: april 30, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: complaint product was received on april 30, 2021. It was returned in its original packaging with the patient implant notification card, patient identification card, some labels stickers, and the directions for use (dfu) were received. Upon evaluation the plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process was identified. All the components were correctly assembled, and the pushrod looked centered. Lubricating material residues were observed in the device. The lens got stuck at the cartridge tube and the pushrod overrides it. The reported issues of device partially delivered, and device advancement issue were not verified. As the lens was too hard inside the cartridge it was not possible to remove it from the device to verify its condition. Therefore, the lens damaged condition could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing record review: manufacturing record review (mrr) was conducted and no non-conformance reports (ncrs)/ discrepancies/ deviations for similar issues were found during the manufacturing record review. Production order data shows that there were no deviations on process contributing to the reported issue. A search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Manufacturer narrative:
If implanted; give date: does not apply - lens was not implanted. If explanted; give date: does not apply - lens was not implanted and therefore not explanted. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a dib00. The lens advanced with difficulties through the injector and finally is broken and a haptic got in touch with patient¿s eye. Lens was implanted and removed during the same procedure. Delay of 15 minutes reported. No incision enlarged, no sutures, no vitrectomy, no medication prescribed. Material is available for investigation if required. No further details have been provided and customer does not have more information than the already provided.